Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that it was taking the patient a lot longer to charge the ins. The patient has 8 coupling boxes when charging, but it takes a long time to charge. The patient has to charge the ins every 2 days. No symptoms or complications were reported.